Event description:
Ous MDR - it was reported that patient received one inappropriate shock 3 years after the implant of the rv lead. No other adverse patient side effects were reported. The date of implant was not provided to us.

Manufacturer narrative:
(B)(4) 2014 - the implant date was provided. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 38 months and 17 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegm noise was observed in the right ventricular channel. Furthermore, elevated threshold values were documented since march, 2013. Next, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing ability of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis did neither for the ICD nor for the lead reveal any sign of a material or manufacturing problem.